Event description:
It was reported that the device (scissors mcen145s wormald thin bone stra) broke the first time it was used and was not moving. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Result: mechanical shock problem. The device (scissors mcen145s wormald thin bone stra) was returned for evaluation. Analysis indicated that the inner shaft was broken away from the upper jaw which was not allowing the blade to open or close. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.